Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, causing water invasion. Due to the invasion, an abnormality of electronic parts occurred which led to occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to endoscope connector corrosion. In addition, deformation of s-cover, water tightness lost, bending angle in up direction failure to meet standard, bending section cover detached, universal cord dirty, and control unit corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the colonovideoscope displayed an e315 error. There was no patient harm or user injury reported due to the event.